Event description:
It was reported that during lead revision procedure, insulation abrasion was noted on the atrial lead in the suture sleeve area, where it was tied down too tight. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.